Event description:
During procedure with the rotablator device, two 80% left anterior descending lesions were ablated, then stented. The tip of the wire fractured during procedure and remains in the distal portion of the left anterior descending. No treatment was required. The pt was reported as being discharged home.